Manufacturer narrative:
A visual inspection was performed on 1 opened and used enlite sensor found the sensor cannula was retracted inside of the sensor base, no broken cannula was found during our analysis; unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed lost sensor. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that when the sensor was removed, it was missing the electrode and could not connect to the sensor. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.